Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of peg tube detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an initial percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were pulling the device through the stoma site, the peg tube detached at the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the thermoformed tubing separated from the barbed connector. The barbed connector presented no issues and the distal end of the thermoformed tubing appeared to have been properly formed and attached to the barbed connector during assembly. The barbed connector and inner ring remained inside the silicone tubing and with the outer ring remained in place on the outside. The thermoformed tubing was bent from the proximal end. The crimp ring was bent and moved on the proximal end of the silicone tubing. No other defects were noted. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/separated. Based on all gathered information, the investigation fails to determine a definite root cause.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an initial percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as they were pulling the device through the stoma site, the peg tube detached at the transition zone between the hard and soft plastic. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 12, 2016. The detached portion of the tube was still on the guidewire when it got detached. It was just pulled out together with the scope.